Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated elective device exchange procedure, the right ventricular (rv) lead was removed from the header of the device and lead insulation damage was noted in the area adjacent to the connector pin of the rv lead. Medical adhesive was applied to the damaged site on the rv lead to resolve the event. The patient experienced no consequences.